Event description:
It was reported that the patient presented in clinic after not being able to transmit via housecall. The clinician was unable to interrogate the device. Battery voltage was normal. Device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported loss of communication was confirmed in the laboratory. As received interrogation of the device was not successful and the battery voltage was low. A longevity calculation was performed based on programmed settings and usuage data and the device was found below the expected limits. With a replacement battery, the device tested normal and all specifications were met. No sources of high current drain aere found. The battery was sent to the manufacturer and an internal battery anomaly was found.